Event description:
It was reported that the patient received a shock during supra ventricular tachycardia (svt) episodes that were detected as ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID: 690r26, product type: heart ring, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.